Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) and being evaluated for near syncope. The right ventricular (rv) lead trend indicates variable sensing. The lead remains in use. No further patient complications have been reported as a result of this event.